Manufacturer narrative:
The burr head was evaluated dimensionally and found to be in conformance with dimensional requirements. The area of the tube where the burr head is welded was observed to have an axial tear in the tube material where the burr was spot welded. The burr head that was retrieved was not available for review. It is possible that the burr head was stuck in the joint and required excess force to remove the burr head. The force likely exceeded the rated tensile strength of the weld. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation, a root cause for the reported incident could not be determined. (B)(4).

Event description:
During an elbow arthroscopy, it was reported that while burring the radial head metal debris was noticed in the joint. A soft tissue shaver was used to evacuate this debris. During a final look inside the joint before the end of the procedure the distal tip of the inner burr was noticed to be floating freely within the joint. This was removed using a small grasper. Surgeon felt all debris and loose fragments were removed before closure. There was a ten minute delay to the case and there were no reported patient injuries or complications.